Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that a hospital from (B)(6) reported that in (B)(6) of 2013, a inner packaging of simplex p single pack (B)(4) with lot of cbu029 was found to be broken but without smell or wet when open.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. Device evaluation not performed. Device history review indicated that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The event was not confirmed as the reported product or photographs were not provided for review. Based on the description of the event, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation; previous complaints regarding similar issue have been reported. No further investigation is possible at this time.

Event description:
It was reported that a hospital from (B)(6) reported that in (B)(6) of 2013, a inner packaging of simplex p single pack (B)(4) with lot of cbu029 was found to be broken but without smell or wet when open .